Event description:
A balloon ruptured on the 3rd inflation at eight atmospheres during a percutaneous transluminal angioplasty of a shunt. Another balloon catheter used to successfully complete the procedure without pt complications. The device was returned, evaluated and retained by this MFR. The engineering eval indicated a pin hole leak located 1 millimeter distal to the proximal radiopaque marker. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. Therefore, co believes these factors contributed to the event and does not attribute it to the device. Co's directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully."